Manufacturer narrative:
Concomitant products: product ID: 3889-28, lot# va0l6ey, implanted: (B)(6) 2014, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient had a poor communication screen on the patient programmer. The antenna was used and also tried with and without antenna. Still no communication. Confirm antenna was secure and sync with ins (stimulator) and this did not resolve reported issue. The patient was using coppertop batteries and will go purchase new alkaline ones and call back if problem persists. Symptoms reported were no stimulation. This was consider a sudden change in therapy/symptoms. The caller was unsure when patient last felt stimulation. Additional information has been requested but was not available as of the date of this report. A follow-up report will be made if additional information becomes available.

Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that they changed the batteries of the programmer and this resolved the patient programmer issue. The patient was able to increase stimulation. The patient was experiencing increased urination and increasing stimulation resolved this issue.